Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was bent at the terminal end electrodes and is cut about 25 cm from stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Reference MFR's report 1627487-2009-00343. The pt received her scs system consisting of an ipg and 2 leads on (B) (6) 2008. It was reported that the pt was experiencing overstimulation sensations when ramping up stimulation. X-rays taken showed that the left lead had moved from a thoracic level to l3. The right lead had not moved, but was determined to also be involved in the reported overstimulation sensations. Connections were all still intact. The physician explanted and replaced the pt's leads on (B) (6) 2008.